Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast surgery with an 800cc mentor memorygel breast implant and experienced a rupture and capsular contracture, baker grade 4 on the right side post-operatively, which was confirmed via an office exam. It was indicated the patient was diagnosed with breast cancer. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On january 27, 2023, mentor received a confirmed date of event. Manufacturer¿s reference number: (B)(4).